Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the patient felt uncomfortable and went to the hospital. Device interrogation revealed the implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri) approximately 2 months prior. It was reported that the device reached eri prematurely. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.